Manufacturer narrative:
Continuation of d10: product ID a610 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Issue being reported was shared with manufacturer team by a night shift nurse who was collecting streaming data overnight per epilepsy case series protocol. While using the tablet, staff member was brought to a screen that required choosing the active group or clearing all therapy groups. Medtronic team was informed over voicemail that there were different screens popping up on the tablet than expected - team went to clinic in the morning to interrogate the patient's implantable neurostimulator (ins) and upon connecting saw in the stimulation screen that there were no therapy groups and had to add them back in based on a previous session report. Patient did not experience any side effects or symptoms since this dbs is placed for ant epilepsy, i.e., the cumulative effect of neuromodulation occurs over years and no immediate impacts are felt when stimulation is off (it is already set to cycling, and turns on and off many times per day). No patient factors contributed to the event; event occurred as a result of night shift nursing staff streaming after having been trained on tablet usage that same day. No diagnostics or troubleshooting performed. Ins checked after receiving message from nursing staff to ensure therapy was still being delivered and this is when it was revealed that therapy groups had been clear and needed to be reinstated. Therapy groups reinstated by referencing a recent session report by medtronic team member. This report is being submitted since it is unknown why the dbs application is not defaulting to therapy on at the identified active group after indefinite brainsense streaming (which runs with therapy off). It is not understood what causes the screen to appear that requires selection of a therapy group or the ability to clear all groups. The issue was resolved. No symptoms reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the therapy groups clearing wasn¿t determined; the session was being run by a night shift staff member to collect brainsense survey and run several minutes of indefinite streaming. Upon interrogation by the rep the next morning, groups were cleared. The issue did not resolve on its¿ own, but rather the rep manually put the groups back in. The patient was not directly impacted by the change since the groups were plugged back in later.